Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what was the name of the initial procedure? Lap chole. Where was the needle grasped (swage, middle, tip)?. How was the needle held during the procedure? The needle was handled according to recommended technique were the needle pieces retrieved during the same procedure? Yes. The broken piece was retrieved during same procedure. How much additional dissection of tissue was indicated for needle removal ( in cm)? 2cm. What is the surgeon's opinion of consequences to the patient? Recovery of patient was delayed owing to the extension of wound as well as the tissue manipulation of port site.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle broke and lodged in patient's subcutaneous layer while the doctor was trying to close the umbilicus. The incision/wound had to be extended in order to remove the broken needle and the broken piece was retrieved during same procedure. Another like device was used to complete the procedure. The surgeon opined that the recovery of the patient was delayed owing to the extension of wound as well as the tissue manipulation of port site. Currently the patient is stable.

Manufacturer narrative:
The actual sample was returned for evaluation. A fracture was observed in the body of the needle. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.